Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: I have been a type 1 diabetic for nearly 30 years and have been using micro-fine ultra needles since their introduction. I have now found that the latest batch I have received has contained at least 3 needles that are blocked and will not perform properly and have had to be thrown away. Is there a problem?

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: I have been a type 1 diabetic for nearly 30 years and have been using micro-fine ultra needles since their introduction. I have now found that the latest batch I have received has contained at least 3 needles that are blocked and will not perform properly and have had to be thrown away. Is there a problem?

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.